Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that drive shaft break occurred. A 1.50mm rotalink¿ plus was selected for use. During the test, it was noted that the burr's shaft broke. The device was replaced with another to continue with the intervention. No patient complications reported.

Manufacturer narrative:
Device lot number corrected from 19954942 to 19409649. Device expiration date corrected from 11/14/2016 to 06/27/2016. Device expiration date corrected from 10/31/2018 to 05/31/2018. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device. The advancer, handshake connections, sheath, and coil were microscopically and visually inspected. The advancer unit and burr unit were received together as a single unit. The advancer knob was received loosened in a backward position. The sheath was separated 51.5cm from the strain relief. The ends of the separation were twisted and torn, which indicates that the separation was due to tensile overload. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that drive shaft break occurred. A 1.50mm rotalink¿ plus was selected for use. During the test, it was noted that the burr's shaft broke. The device was replaced with another to continue with the intervention. No patient complications reported.